Event description:
According to the reporter: during bypass ( anastomosis) open procedure, the thread got broke. The suture was not hydrated prior to use. An x-ray was performed. No component fell into the patient cavity. The surgical time was extended due to the product problem, the product was replaced with the new one (same model, different lot number) in order to complete the case, no injury. Patient status: alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.